Manufacturer narrative:
Device evaluation: the cartridge was not received for investigation. The complaint cannot be verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product lot number was not provided. The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge split at the end while injecting the lens into the eye. There was patient contact; however, there was no injury. No additional information was provided to abbott medical optics.